Event description:
A customer reported poor aspiration using irrigation/aspiration (I/a) during a cataract intraocular lens (iol) implant procedure. They tried another I/a handpiece with same results. The procedure was completed with the same system and the second handpiece with no impact to the patient.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to test the system and noted the system had good aspiration and good vacuum in the phaco and irrigation/aspiration (I/a) mode. The customer did not request service for the system. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).